Event description:
Patient was implanted with plate and screws in approximately 2010. Patient was going in the military and requested removal. Patient returned to o.r. On (B)(6) 2012 for removal of hardware. During the removal two screws stripped and one screw broke. Surgeon cored around the screws to remove them. Surgeon x-rayed the site and no fragments of hardware remain. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Implanted approximately 2010. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No concomitant devices used.

Event description:
This is report 1 of 2 for (B)(4).